Manufacturer narrative:
Surgical intervention occurred for patient with a total knee implant. Reason for surgery is unknown. The device remains implanted. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Surgical intervention occurred for patient with a total knee implant. Reason for surgery is unknown. The device remains implanted.